Event description:
It was reported that this left ventricular (lv) lead was a case of attempted implant due to lead was bent or kinked located in the middle of the lead body. The damage seemed to be caused by too much friction while pushing through the inner catheter. A new lead was then implanted. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of attempted implant due to lead was bent or kinked located in the middle of the lead body. The damage seemed to be caused by too much friction while pushing through the inner catheter. A new lead was then implanted. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection found no evidence to support lead bent or kinked. A typical surgery-related damage is noted but is not considered abnormal. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.